Event description:
It was reported that the patient experienced dizziness and received a shock, and that there was noise noted on the egm (electrogram). Oversensing and pacing inhibition were also noted. This occurred during a period of time while the patient was using an electric two-burner appliance. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419378 implantable pacing lead, (B)(6) 2005; 4015 competitor implantable pacing lead, (B)(6) 2001. (B)(4).